Event description:
The customer received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c (501) module. Of the data provided, only the sodium result was a reportable malfunction. The initial sodium result was 102 mmol/l and the repeat result was 136 mmol/l. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. There was no adverse event. The electrode lot number was i3857. The expiration date was 24-apr-2019. The field service representative found a hole was worn in the vacuum tubing to the squeegee nozzle which caused the cuvettes to overflow. He replaced the tubing and ran ise checks. The customer ran calibration and controls successfully.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.